Manufacturer narrative:
Continuation of d10: product ID 8709sc, lot# n280781003, serial# (B)(6), implanted: (B)(6) 2011, explanted: (B)(6) 2024, product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(6), ubd: 02-feb-2013, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2024-08, information was received from an healthcare professional (hcp), via a manufacturer representative (rep) regarding a patient receiving baclofen (2,000 mcg/ml, 213 mcg/ml dose) via an implantable pump. It was reported that during the routine early replacement indicator (eri) replacement, when "opened picked md" noticed that existing sutureless connector (sc) pump connector appeared to be wobbly and not secure to catheter access port (cap) effectively. There was also a small amount of fluid in the pocket. They replaced the pump segment and reduced does to reduce any overdose.